Event description:
A caller reported that the pump's quick bolus or wake button was difficult to press and often required multiple attempts to activate the pump screen. No details were provided regarding any impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.